Event description:
The reporter states, that customer experienced hypoglycemia and could not obtain a blood glucose result on the accu-chek aviva meter due to the meter "locking up". His blood glucose result was 400 mg/dl on the professional meter and he required third party intervention including hospitalization. No info provided on the treatment. The customer received while he was at the hospital. New system sent and return requested.